Manufacturer narrative:
(B)(4) h2: correction h6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient's receiver was displaying 40 mg/dl. The patient's wife provided the patient a banana and glucose tablets but the cgm was still showing the low value so the patient's wife checked a finger stick. The patient's bg was 450 mg/dl. During this time, the patient was reportedly asymptomatic. The patient's wife decided to contact their nurse and the nurse advised them to go to the emergency room. At the ER, the receiver was displaying 53 mg/dl and teh bg was 457 mg/dl. The doctor administered IV drips and insulin. The patient had urine and blood tests done. The patient was discharged from the ER the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.